Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead was returned for analysis in three segments. Final analysis found that the insulation was abraded at 4.5 ¿ 4.6 cm and 17.1 ¿ 17.8 cm from the cut end. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.